Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 investigation findings: c22 - photo review a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: was surgery delayed due to the reported event? No. Was procedure successfully completed? --> yes. Patient status/ outcome / consequences --> no. Investigation summary the product was returned to ethicon for evaluation. One unopened sample was received for analysis. Upon initial inspection of the returned sample, it was observed one winding former with a needle suture combination and a suture piece on the paper lid of the winding former. The sample was opened to confirm the condition of the suture and it was found a strand double-armed and an extra suture piece resulting in foreign matter. Additionally, a photo was provided and it was observed a foreign matter that appears to be a suture piece inside the overwrap packet. Based on the information currently available, foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2024 and suture was used. The nurse found out there was an extra suture thread inside a non-open package. No adverse patient consequences were reported. No additional information was provided.